Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reportedly impossible to communicate with the ins with the clinician programmer. The ins was last charged (B)(6), which was thought to be a contributing factor to the event. The ins was overdischarged/at end of life. Forced charging protocol was performed the day of this report, without any results. The charging system shows a "default coupling". Radioscopy analysis shows no issues. It was stated the device will be replaced, but the event was unresolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that no picture or message appeared on the charger or programmer. The patient had not experienced any symptoms associated with the overdischarge at the time of the report. Device explant was planned for the end of september 2018. No further complications were reported.